Event description:
It was reported that a wearable issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a wearable issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. Performance data was reviewed but does not reflect the full investigation window. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a wearable issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.